Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the unit for failure analysis investigation. The unit was analyzed, and this core redundant power tray assembly was returned for failure analysis, and the reported error 86 was replicated and confirmed. In logs, the error 86 was found indicating an out-of-range value was read from the ipd board. Upon visual inspection, no issues were found that would be related to the reported event. This core redundant power tray assy was installed, programmed, and tested on the pca is4000 system 1. This assy went thru a 10-power cycle and error 86 was triggered 8x out of 10 power cycles, replicating the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the system had two non-recoverable faults. The technical support engineer (tse) reviewed the logs and found error 86 for the ipd. The customer power cycled the system, and error came back at power up. Tse had the customer hard power cycle the vision cart and error came back again at power up. Customer is more than likely converting the case to lap. The procedure was converted to laparoscopic surgery with no indication of patient injury.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the core redundant power tray assembly. This issue can be resolved by replacing the affected core redundant power tray assembly.

Event description:
Refer to h11 for follow-up information.